Event description:
The patient reported that during the device check, the technician noted there was a "malfunction of one of the wires". The patient was told the physician said to come back in three months. Additional information obtained through follow-up with the clinic confirmed patient had been seen and that auto capture was programmed off. The lead and device remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.